Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-44906. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker and right ventricle (rv) lead exhibited a failure to capture and noise oversensing. Also, a loose setscrew was noted on the right ventricular port of the device. Both pacemaker and rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, over-sensing, and loose connection were not confirmed. Final analysis found that the pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found normal capture performance. Ventricular sensitivity test showed nominal conditions and did not find any sensing issue. Visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported complaints. Analysis found that no connection issue was noted. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.